Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was pt says that their stimulation turns on and off and says it started happening "even with the old implant", ever since they had a car accident which they said was on (B)(6) , 2016 at 1am" pt says that ever since then this has been happening. Pt then got the new intellis implant but it is still doing the same thing. On the day of the intellis implant ((B)(6) 2020) they told the local rep this had been happening, but rep told them it shouldn't happen with the new intellis. Pt says they never talked to rep since this conversation (after intellis was implanted that day). Pt said they still have the same lead wire put in, and don't have an updated surescan lead. I advised that pt speak with hcp about this issue, and they are hesitant to do that because they think the doctor will "just keep replacing the stimulator". I advised they consult with hcp and ask them if a mdt rep can be involved. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was trying to turn stimulation down when eri appeared on the programmer. The patient could not make adjustments to the therapy due to the eri message appearing on the programmer. Through patient education, they were able to bypass the eri message and make adjustments on the call. It was noted the eri timing was expected. The patient had been discussing ins replacement options with their healthcare provider as the ins kind of worked when it wanted to work. They would turn the stimulation up and the therapy would go real low or shut off on its own. The patient had been having the issue since they were in a car accident in 2016 and they replaced the box. It was understood that the programmer was replaced. It was noted that every now and then the ins would have that issue and they could turn the ins back on when it would shut off, so they had just been dealing with it. The caller was redirected to their healthcare provider to discuss ins replacement options.